Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the day after implant that the patient's right ventricular (rv) lead dislodged as evidenced by low r-waves and elevated pacing thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.